Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, and 100% stenosed distal circumflex artery. During the procedure, the distal tip of a hi-torque floppy ii separated and could not be retrieved with a wiggle wire. The wiggle wire unraveled during removal. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem)imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The hi torque wiggle referenced is being filed under separate manufacturing report number.